Event description:
Patient self-removed duo tube and about 8.5cm of tubing remained in the patient's stomach. Patient required egd [esophagogastroduodenoscopy] to remove remaining part. End of tube found to be frayed. Manufacturer response for tubes, gastrointestinal (and accessories), kangaroo (per site reporter). Asked for item to be returned to investigate further.